Event description:
Consumer alleges she got her clothing stuck in the joystick and the chair moved and she allegedly rammed her right shin into the dresser causing open cuts and her left foot allegedly got crushed.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she got her clothing stuck in the joystick and the chair moved and she allegedly rammed her right shin into the dresser causing open cuts and her left foot allegedly got crushed.

Manufacturer narrative:
Operator error: the operator did not heed loose clothing warnings. (Pg .26 consumer safety guide).